Event description:
Surgeon began to screw implant into patient's shoulder and the anchor broke off prematurely. All pieces of anchor removed from patient and off sterile field for sequestering. Additional anchor had to be opened to replace the faulty one. No harm to patient.